Event description:
Reportedly, on (B)(6) 2012, the following warning message was displayed upon device interrogation: [58] last shock energy delivered (j): [value]. Defibrillation system potentially ineffective. An explanation is required.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.